Event description:
Procedure was being done to remove two leads due to rv lead fracture and clot. Leads were prepped with lld-ezs. It was a difficult extraction. The rv lead was very stuck into the free wall and did not free up easily. Once it was extracted, it resulted in tamponade and a 3-4 mm hole in the distal free wall of the rv near the apex. There was a stop in the movement of the heart border, then a drop in the patient's blood pressure. The surgeon was paged and CPR was performed until the surgeon arrived. The surgeon attempted a pericardiocentesis but it was unsuccessful. A sternotomy was then performed and the leads were removed. Patient was stabilized and discharged 5 days later.